Event description:
It was reported that a (B)(6) patient underwent a finger amputation procedure because the patient was born with six fingers and suture was used intradermally. The patient developed a granuloma. There was no medical or surgical intervention performed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03335. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).